Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a hernia near reservoir site. The reservoir was explanted and replaced. No further patient complications reported.